Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump seemed to be over delivering. The customer reported that they were hospitalized due to low blood glucose. The customer's blood glucose was 2.5 mmol/l at the time of incident. The customer stated that they almost ran out of insulin during fill tubing and fill cannula process. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The insulin pump was minor scratched display window, scratched case, scratched keypad overlay and cracked keypad overlay at the select button.